Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and epithelial defect are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay. The inlay was explanted postoperatively due to an epithelial defect and inlay decentration. The seriousness of the epithelial defect and inlay decentration are not known at this time. Additional information has been requested.